Event description:
The customer reported that the insulin pump alarmed motor error. Customer had high blood glucose value of 600 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with no physical damage.